Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient wasn¿t feeling stimulation while in the standing position. It was reported that the patient was having a lot of pain this past week and had tried to adjust stimulation. It was stated that the ¿a function¿ was off and he couldn¿t get ¿b function¿. It was reported that at 4.0 the patient could not feel stimulation. It was reported that the patient was currently in group a at 1.50 lying down without sensation. It was stated that yesterday the patient felt stimulation at the same setting, but felt stimulation when it was increased to 2.90. It was reported that when upright the patient didn¿t feel stimulation until it was increased to 3.1, and it was stated that the caller ¿settled at 3.30¿. It was stated that the caller received assistance adjusting stimulation in laying and upright orientations. It was stated that the device functioned as normal, and that the caller had been having trouble making adjustments and setting the appropriate group.